Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported slda was related to patient anatomy. The reported mitral regurgitation and dyspnea were cascading events of the slda. Dyspnea and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025 a patient was presented with grade 4 mixed mitral regurgitation(mr) and friable leaflets for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted. The mr was reduced to grade 2 post procedure. On an unknown date, patient returned symptomatic with recurrent mr of grade 4+ and dyspnea due to single leaflet device attachment (slda) from posterior leaflet. On (B)(6) 2025, additional clip was implanted for stabilization of slda clip. The mr was reduced to grade 3 post procedure. There was no clinically significant delay.